Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 04/14/2014, electrode belt: 04/12/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 at approximately 5:25:00. The patient was unconscious at the time of passing. Review of the download data, indicates the patient received two shocks in response to low amplitude oversensing. The patient was in asystole at the time of both treatment shocks at 20:54:48 and 20:55:16 on (B)(6) 2020. The patient's post shock rhythm for both shocks was asystole. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 5:25:00. It was reported the patient's passing was cardiac related.